Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates loosening and periprosthetic fracture on both knee femur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9 catalog # 42522600510, lot # 64461648; tibia cemented 5 degree stemmed right size d catalog # 42532006702, lot # 64355617; all poly patella cemented 35 mm diameter catalog # 42540000035 ,lot # 64374887; stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114, lot # 64832711; articular surface fixed bearing constrained posterior stabilized (cps) left 12 mm height use with tibia sizes e-f / ps femur sizes 10-11 catalog # 42512600812, lot # 63904814; natural tibia cemented 5 degree stemmed left size e catalog # 42532007101, lot # 64367521; all poly patella cemented 32 mm diameter catalog # 42540000032, lot # 64367722; stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114, lot # 64359223; refobacin bone cement r 1x40-3 3 catalog # 30039400013, lot # a941bk1904; hip kit catalog # 00515048200 ,lot # 64796937; reciprocating saw blade zimmer biomet recip catalog # 12076100ur1, lot # 348875; oscillating saw blade zimmera /synthesa catalog # 19090127af1 ,lot # 372069. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and loosen implant three months post implantation. No further event information available at the time of this report.